Event description:
The pt called lifescan and alleged the one touch ultra meter was displaying error 4. No readings were reported. The pt states the test strips "do not fit in properly." A medical professional was contacted for advice; the patient took insulin. The customer care rep performed troubleshooting. The issue was not resolved. The issue is reported as a product malfunction.